Event description:
It was reported by service report that height adjustment racks were bent. There was pt involvement and adverse consequences are reported.

Manufacturer narrative:
Height adjustment rack.